Event description:
During a laparoscopic sigmoid colectomy of a patient, the stapler would not fire while being used inside the patient's body. It fired a "little bit" and become stuck on the tissue - there was no harm to the patient.